Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the suspected medical device. The patient stated that her implant was not ruptured. At this time of report, there are no reports of any patient consequences or device issues. This event no longer meets the criteria for MDR reportability. The relevant fields have been updated. If additional information is received in the future, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a 425cc mentor memorygel breast implant and experienced postoperative left-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date. If additional information becomes available in the future, a supplemental report will be submitted.